Event description:
Nurse called from va and stated the service would not interrogate. Device explanted and replaced with competitors device.

Manufacturer narrative:
Analysis results: the device has not been explanted and returned for analysis yet. The analysis is therefore based on the complaint description only. We regret to state, that with the information available and without a destructive analysis, the root cause which led to the inability to interrogate could not be determined.